Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) failed to deflate after deployment of closure. Difficulty removing the device because balloon would not deflate, ended up cutting balloon to get the system out. There was no reported harm to the patient. Other procedural details were requested but were not provided. The device will be returned for analysis.